Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while tacking the mesh during a laparoscopic hernia repair procedure, the surgeon had difficulty with loading the reload onto the handle. The "push to reload" button was difficult to press and the lock and unlock button was also difficult to navigate. There was no patient injury.